Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, therefore, the condition of the product could not be verified and visual inspection cannot be performed. No data regarding product identity was received i.e. No lot or serial number were indicted for the event; therefore, the device history record (DHR) could not be reviewed. The root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be touching the iris the first day postoperatively. The patient experience postoperative hypotony following the implant procedure. The gfd remains in the eye. Additional information has been requested.